Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had receive software error detected and hardware low level failures. The blood glucose level was 200 mg/dl. Troubleshooting was performed. The product will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Hardware low level failures confirmed in pump history with variable (003) due broken trace at keypad assembly. Software error detected noted in the formatted history file due to software error.